Manufacturer narrative:
The reporter informed the company that the product has been discarded.

Event description:
Bottom of the brush head came off. [Device breakage]. No adverse event. [No adverse event]. Case description: a reporter stated that while her son used an oral-b vitality series toothbrush, the bottom came off of the oral-b dual action or dual clean brushhead. No symptoms developed.